Event description:
An implant card received on (B)(4) 2013 indicated that the patient underwent generator revision on (B)(6) 2012 due to near end of service.

Event description:
During review of programming history on (B)(6) 2012, it was identified that this patient's generator experienced a pulse disabled event due to vbat<eos threshold on the date of generator implant ((B)(6) 2009). Two interrogations at the time of implant were performed. The first (10:04:33 am) indicated that the device was programmed to deliver therapy; however, the second interrogation (10:05:19 am) indicated a pulse disabled event. A system diagnostic performed at 9:56:32 am showed normal results. A system diagnostic at 10:04:53 am indicated 0 months to eos. The patient's device was explanted for prophylactic reasons and returned for product analysis. Product analysis for the generator was approved on (B)(6) 2012. The premature eol was duplicated in the pa lab. The battery was found to be partially depleted and at neos. During a diagnostic test attempt, the voltage dropped to 2.188 volts, which shows that the battery is depleted when the device attempts to enter a functional mode. 14.833% of the battery had been consumed. A review of the programming history revealed that the device had been disabled due to eos during the implant procedure. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. A review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Patient age at time of event, corrected data - previously submitted MDR indicated the incorrect patient age. The patient was (B)(6) at the time of the event. This report is being submitted to correct this information.